Manufacturer narrative:
This report is being updated to provide the investigation findings. A review of the device history (DHR) record for the complaint device was conducted, and it was confirmed that there were no manufacturing abnormalities. A review of the product labeling including the instruction manual was conducted. The following information is provided to the user related to the reported issue: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Conclusions root cause could not be identified. The following causes are inferred from investigation result: it is presumed that this occurred when the user applied excessive force or hit a hard object.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter requested an olympus field service engineer (fse) perform a part replacement. The olympus fse provided a part number and quote, and confirmed the user facility provided a po# for the part replacement. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-190 power switch button is stuck in the on position. There was no patient harm associated to this report.